Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service and reported that the paper tape from order (B)(4) delivered on 04/02/2026 causes significant itching during use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).